Manufacturer narrative:
Follow-up #1 (B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the black box history reveled data in the date range from 0(B)(6) 2013. A review of the pump history indicated no power issues. The battery compartment was found to be cracked. No evidence of moisture or contamination was found inside battery compartment. A test cap was used for testing purposes. The pump was exercised for 24 hours with no power loss or battery related warnings observed. The pump case was removed; no evidence of moisture was noted and no issues were noted with the battery terminal contacts. Unrelated to the complaint, the display screen was found to be faded, discolored and difficult to read.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (no power) issue. The reporter stated that the pump would not power on after multiple battery changes. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.